Event description:
The customer reported that her blood glucose had been high lately. The caller stated that her doctor adjusted the settings and nothing seems to be working. The blood glucose at time of call was 232mg/dl, but it has been in the 200 to 500's range. The customer was treating most of the times with the insulin pump, and in some occasions she uses manual injections. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the customer to perform the high pressure test and passed. However, the customer mentioned having problems with high glucose level since she received the device and she felt the insulin pump was not delivering insulin properly. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.